Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19896. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the last follow-up both the right atrial and right ventricular lead exhibited noise. The noise was unable to be reproduced. Both leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.